Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected low battery alarms or replace battery now alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer blood glucose level was 89 mg/dl. Customer also stated that the they received replace battery now alarm without a low battery warning second time. The device was returned for analysis.